Event description:
The patient reported discomfort at the lead extension site. Patient's extensions were explanted.

Manufacturer narrative:
The lead extensions were discarded by the medical center and will not be returned for evaluation. The ipg and leads remain implanted in the patient. This is the final report.